Event description:
The manufacturer received information alleging a fan service error on a trilogy 202 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. There was no report of harm or injury. The trilogy 202 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the fan service error message was caused by a failure in the o2 board, causing failure in the system board. In addition, the technician noted that there was a huge leak is in the pneumatic circuit's sensor board. In conclusion, the device's system board w/ daughter card kit, system board kit and o2 sensor board kit needs to be replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the pollen filter, sd card and case needs to be replaced unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed.